Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
D4 additional device information, primary unique device identification (UDI) number: added UDI number.

Manufacturer narrative:
Date of event is estimated. Date of explant d6b- unknown.

Event description:
It was reported the patient's ipg was explanted for an unknown reason.